Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously high potassium (k) result on one patient generated by unicel dxc 800 pro chemistry analyzer. The erroneous result was reported out of the laboratory and the patient was admitted into the hospital and a fresh sample was redrawn. The redrawn sample result was erroneously lower. A repeat of the redrawn sample generated a higher result within the reference range. No report of permanent harm to the patient been reported due to this event.

Manufacturer narrative:
The sample was drawn at a physician's office in serum separator tube. The serum was poured into an aliquot tube. Ise system is calibrated every 24 hours followed by a qc run. A bci field service engineer (fse) verified the unit in proper working condition. No repairs were made. A clear root cause has not been identified for this event.